Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and autoimmune disorder ("autoimmune disease") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sinus operation in 2000, anxiety disorder, urogenital trichomoniasis, menarche, heterosexuality, gastroesophageal reflux disease, dysthymia and insomnia. Patient denied tobacco and alcohol use. Previously administered products included for an unreported indication: carafate on (B)(6) 2013, verapamil ER on (B)(6) 2013, medroxy progesterone on (B)(6) 2013, relpax on (B)(6) 2013, zolpidem on (B)(6) 2013, nortriptyline on (B)(6) 2013 and lexapro on (B)(6) 2012. Concurrent conditions included migraine, blood pressure high and allergic rhinitis. Family history included parkinson's disease (mother), dementia (mother) and coronary artery disease (maternal aunt). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, lidocaine for regional nerve block as well as ketorolac and povidone-iodine (povidone iodine). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complication"), depression ("depression"), autoimmune disorder (seriousness criterion medically significant), back pain ("lower back pain"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, depression, autoimmune disorder, back pain, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, back pain, complication associated with device, depression and pelvic pain to be related to essure. The reporter commented: according to medical records, during insertion procedure, the endometrium appeared normal, no polyps and sub-mucous myoma seen, both tubal ostiae were visualized. First device inserted into the right tubal ostia with 4 trailing coils in uterus; second device loaded through operating channel of hysteroscope and inserted into the left tubal ostia with 4 trailing coils in uterus. Patient tolerated the procedure without incident. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and depression, autoimmune diseases, lower back pain, anxiety, hair loss, pain was added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.